Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the attachment device and motor device were heating up when in use together. There were no delays to the scheduled surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that a pin was slightly pushed back in the connector. The assignable root cause was determined to be due to misalignment when connecting the handpiece to the console, which is defined as misuse, abuse and /or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.